Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: d4 (lot number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue likely occurred due to wear/tear, wrong handling (the loop at the distal end of the electrode wears out and can break, burn or melt). However, the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high frequency resection electrode had a burned distal end. The issue occurred during an unknown procedure. The procedure was finished with a similar device. There were no reports of patient harm.